Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that this cadd legacy plus gave "no disposable clamp tubing" alarm even though the cassette attached. There were no adverse effects due to the reported event.

Manufacturer narrative:
Device analysis: one smiths medical cadd legacy plus pump was returned for analysis with no damage observed on the pump. During analysis, the customer's reported problem regarding "no cassette detected" was unable to be duplicated although the event log verified that the event may have occurred (12 no disposable alarms recorded). Sensor testing found the downstream occlusion (dso) sensor value within manufacturing specification. Simulated use testing was unable to replicate the error with a disposable attached. After removal of the cassette, the pump did alarm for "no disposable attached". Sensor verification testing found the dso high pressure sensor value out of manufacturing specification. Service will replace the dso to correct the reported problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.